Event description:
77-year-old female implanted on (B)(6) 2024. On (B)(6) 2024 patient reported "severe swelling". Patient was referred to urgent care by implanting physician and given antibiotics. On (B)(6) 2024 it was reported that "edema is present but looks significantly improved as evidenced by the wrinkles. The leg does not appear to be cellulitic, but does show some inflammation, which is to be expected. As of (B)(6) 2024, patient received antibiotics and recovered.

Manufacturer narrative:
Supplemental MDR is submitted to clarify a few dates. Initial MDR was submitted to FDA on 12/04/24, b4 has been updated. Additional clarification to field b5. It was previously reported "as of 12/5/24 patient received antibiotics and recovered" but the date should have been 12/3/24.